Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of monopolar cautery instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken grip. A piece approximately 0.147" x 0.262" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is due to mishandling/misuse, such as excess force applied to the instrument jaws.